Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of broken conductor wire is attributed to a component failure. Additional information not reported by site: the instrument was found to have the main tube broken at the distal end. No material was found missing. The root cause of this failure is most commonly caused by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the permanent cautery hook (part# 478090-03 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2020 via system serial# (B)(4). There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook had broken cables. The customer used a backup instrument of the same kind. The procedure was completed with no reported injury.